Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor ceasing to function occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be early sensor expiration. The reported event of a sensor ceasing to function is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.